Event description:
The implantable neurostimulator was explanted in 2009 due to infection. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.